Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the stylet inserted. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Upon visual inspection, there were no anomalies found with the lead.

Event description:
It was reported that the patient presented for a dual-chamber pacemaker implantation. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition.